Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the ed (emergency department) with a low speed advisory alarm, low flow alarms, and pump off alarms. The patient was admitted to the ccu (cardiac care unit). Per the patient, these alarms occurred while they were on battery power. The controller passed the self test. Log file review captured a pump off event on (B)(6) 2022 at night while using battery power. It was reported that the patient was clinically stable with no symptoms. Reportedly the patient has a taped driveline close to the controller and was laying down on batteries when the alarm occurred. X-rays were taken and patient was scheduled for driveline repair. On (B)(6) 2022 driveline repair was performed. Replaced the entire portion of the external driveline with no issues. The patient was then placed on a grounded cable and no further alarms were captured. The patient was discharged home and was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop event was confirmed via the submitted log file data. The submitted log file contained data spanning from 23apr2022 at 00:21:43 to 09may2022 at 11:18:00, per the timestamp. A pump stop event with associated low speed/flow alarms was captured on 09may2022, beginning at 01:26:59, while the system was supported with battery power. Based on our complaint history and similarly reported events, the pump stop event captured in the log file is consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the pump stop event cannot be conclusively determined through the evaluation of the returned portion of driveline. The approximately 17.0" segment of driveline replaced by technical services on 11may2022 was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, the patient was discharged home and remained ongoing on (B)(6). The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.